Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The insulin pump had been bumped against a stone. The anomaly persisted after a battery change. The blood glucose reading was 5.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with severe cracks and bleeding lcd glass. Unable to verify missing segments, due to severe cracks and bleeding on lcd glass. Insulin pump also received with scratched lcd window.